Event description:
Initial report: this non-serious spontaneous case report from a foreign country, was reported by a dentist via a company representative and forwarded by our local affiliate. This case involves a female patient who received poly-l-lactic acid (sculptra) therapy one year ago. The patient massaged the area firmly for the recommended time. On an unknown date, the patient developed a small non-visible lump. It is unknown if any corrective treatment was provided. Event outcome is unknown. A ptc (pharmaceutical technical complaint) was initiated. Local ptc number global ptc number. Reporter's causality assessment: not provided.